Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from his adc freestyle libre sensor than a reading received on a hcp¿s meter. He further reported that on (B)(6) 2019 he experienced ¿vomiting, heat, thirst, dreams¿ and his ¿head was spinning¿. Paramedics were called, and he was transported to a hospital. At the hospital a hcp meter reading of 450 mgdl was compared to a sensor reading of 200 mg/dl. Customer was diagnosed with dka (diabetic ketoacidosis) and admitted to the hospital. He was treated with insulin and glucose intravenously, an unspecified pain medication via IV and paracetamol (acetaminophen, an analgesic) orally. Customer was discharged on (B)(6) 2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a lower reading from his adc freestyle libre sensor than a reading received on a hcp¿s meter. He further reported that on (B)(6)2019 he experienced ¿vomiting, heat, thirst, dreams¿ and his ¿head was spinning¿. Paramedics were called, and he was transported to a hospital. At the hospital a hcp meter reading of 450 mgdl was compared to a sensor reading of 200 mg/dl. Customer was diagnosed with dka (diabetic ketoacidosis) and admitted to the hospital. He was treated with insulin and glucose intravenously, an unspecified pain medication via IV and paracetamol (acetaminophen, an analgesic) orally. Customer was discharged on (B)(6)2019. There was no report of death or permanent injury associated with this event.